Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the discordant ca and tsh results were caused by a sample integrity issue: user error. The tsc verified that the tsh level 3 qc was out at the time of the original run and that the data indicated that fibrin was pulled from the primary sample tube, leading to an elevated result. The low ca result was attributed to a short sample / low sample recovery. The tsc verified that there were no instrument performance issues during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) and thyroid stimulating hormone (tsh) results were obtained on a dimension vista 500 instrument for one patient. The initial results were reported to the physician, who questioned the results. The physician requested the patient be retested at another facility. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and tsh results.